Event description:
It was reported that the right atrial lead had noise which was recorded as atrial fibrillation. The lead was explanted and replaced. During the replacement procedure, a new right ventricular (rv) lead was attempted but and subsequently removed due to issues with the stylet being stuck in the rv coil region of the lead. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. It was also noted that the distal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism, the stylet was bent, and the lead was damaged at implant. The analyst also noted that there is a slight distortion of the distal conductor at 55cm; however, a fresh stylet passes through without issue. (B)(4) the partial lead in segments was returned, analyzed, and the outer insulation had breached environmental stress cracking (esc). It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic esc, the outer insulation was breached cut, and there was blood in/on the helix mechanism.